Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 12mm amplatzer vascular plug ii was chosen for a endo leak case. During procedure, a cobra deformation was noted on the plug. The device was removed and a new 14mm amplatzer vascular plug ii was chosen. The deformed 12mm plug was never released from the delivery cable while inside the patient. The 14mm amplatzer vascular plug ii had same issue. The deformed 14mm plug was never released from the delivery cable while inside the patient. They took the device out from patient body. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable after the case and got discharged.